Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and patient's representative regarding an implantable neurostimulator. The reason for call was caller reported they are trying to activate MRI mode. Patient mentioned they turned the stimulation off to charge up the implant and then turn the stimulation back on because the stimulation was tingling terribly bad and they didn't realize it was off. Patient stated the implant didn't help over a period of time. Agent asked caller to connect with the controller and controller show implanted neurostimulator 90%, controller 60% charged. Patient service reviewed device function. Agent assisted patient and friend with activating and deactivating MRI mode. Agent had difficulty understanding patient.